Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 56-20040 batch v1422106 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of 28 devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received in regards to this specific device lot. Technical evaluation: the returned device, received on 23rd october 2017 was examined by orthofix srl quality engineering department. The device was subjected to visual and functional check as per orthofix srl design and product specifications. The visual check evidenced that the hexagon is damaged. This may be related to excessive torque applied to tighten the struts. The external threads are damaged too. This may be due to an attempt of removing the set screw after it damaged. It was not possible to perform a functional test of the involved hexagon as it was damaged. The functional test performed on all other set screws confirmed they worked properly. Medical evaluation: the information made available on the case together with the results of the technical investigation was sent to our medical evaluator. Please find below an extract of the medical evaluation: 26 october 2017 in this case, we have been provided with a minimum of information. A (B)(6)-year-old boy was having a correction to his distal femur with the tl-hex system. During the initial surgery to apply the frame, the surgeon had some problems with a 180 mm full ring, 56-20040, and there was a delay of 45 minutes while the surgeon changed the ring for a new one and reset the frame. The description of the event is given as: "ring screw went spoiled when fixing strut". We can only assume that the surgeon is referring to the stud locking screw. If one stud locking screw is not functional, it should have been possible to rotate the ring to the next stud location and use the same ring. It sounds from the poor description that the surgeon only discovered the problem with the "ring screw" when the frame was already attached to the patient. It is possible that this incident was due to user error. 3 november 2017 this additional information tells us that the surgeon did indeed build the frame on the patient, and had problems with a stud screw at one location. He apparently had to uncouple the ring with the non-functional stud from other frame connections and any tensioned wires or screws, remove it and reapply a new ring. 15 november 2017 with the outcome of the technical analysis: thank you for the technical analysis describing evaluation of the damaged tl-hex ring. I note that the stud locking screw in one position on the returned ring was damaged because of excessive torque. It is clear from this image and the description of the testing that this stud locking screw has been damaged due to excessive torque. I agree with the conclusion of the technical analysis. Final comments: orthofix failure analysis can conclude that the device was originally conforming to design specifications. The damage occurred could be mainly attributable to a combination of excessive torque applied during use and a not complete insertion of the dynamic wrench inside the hole causing the damage of the set screw. The medical evaluation evidenced as follows: "I note that the stud locking screw in one position on the returned ring was damaged because of excessive torque. It is clear from this image and the description of the testing that this stud locking screw has been damaged due to excessive torque. I agree with the conclusion of the technical analysis." Based on the results of the technical evaluation performed on the returned device, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2017. Body part to which device was applied: distal femur. Surgery description: correction. Patient information: (B)(6) years old, male, weight (B)(4) kg. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "ring screw went spoiled when fixing strut." The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was not completed with device. A replacement device of the same model was immediately available to complete surgery. The event led to a clinically relevant increase in the duration of the surgical procedure: surgery was extended by 45 min. Surgeon had to change ring and reset the whole scheme. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: ok. Further information received from the distributor on november 3rd, 2017: the stud locking screw got damaged during the insertion of the strut. He squeeze them, had to unsqueeze. The stud locking screw got damaged when the surgeon already applied the frame on the patient. He assembled the frame on the patient. So he had to change the distal ring. No x-ray images or pictures of the frame as it is now are available. The delay of 45 minutes is because both ring was already on distal femur patient and, the pin were already stretched. The surgeon was arranging the ring and the strut. He had to take off the strut and put it back. This is when the screw got spoiled. So he had to take everything out, and do it again. So yes 45min additional. Further information received from the distributor on 7th november 2017: it is confirmed that the surgeon used the dynamic wrench to tight the struts (54-2236 torque wrench, tl-hex). Distributor ref: (B)(4), manufacturer ref: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 56-20040 batch v1422106 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of 28 devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received in regards to this specific device lot. Technical evaluation the technical evaluation on the returned device, received on october 23, 2017 is currently on going. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation, currently on going, become available. As soon as the results of the investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon's name: (B)(6); date of initial surgery: (B)(6) 2017; body part to which device was applied: distal femur; surgery description: correction; patient information: (B)(6); problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: "ring screw went spoiled when fixing strut." The complaint report form also indicates: the device failure had no adverse effects on patient the initial surgery was not completed with device a replacement device of the same model was immediately available to complete surgery the event led to a clinically relevant increase in the duration of the surgical procedure: surgery was extended by 45 min. Surgeon had to change ring and reset the whole scheme an additional surgery was not required a medical intervention (outpatient clinic) was not required copies of the operative reports are not available copies of the x-ray images are not available patient current health condition: ok further information received from the distributor on november 3rd, 2017: the stud locking screw got damaged during the insertion of the strut. He squeeze them, had to unsqueeze. The stud locking screw got damaged when the surgeon already applied the frame on the patient. He assembled the frame on the patient. So he had to change the distal ring. No x-ray images or pictures of the frame as it is now are available. The delay of 45 minutes is because both ring was already on distal femur patient and, the pin were already stretched. The surgeon was arranging the ring and the strut. He had to take off the strut and put it back. This is when the screw got spoiled. So he had to take everything out, and do it again. So yes 45min additional. Further information received from the distributor on 7th november 2017: it is confirmed that the surgeon used the dynamic wrench to tight the struts (54-2236 torque wrench, tl-hex). (B)(4).